Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 492 mg/dl. Customer was wearing the device at time of hospitalization. Device had alarmed no motor movement alarm. Customer had issues with bent infusion set cannula before. After troubleshooting, customer was advised that a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the reservoir for analysis.